Event description:
It was reported that during a follow-up, increased capture threshold and decreased r-wave sensing were observed. Exit block was suspected. The patient is symptom free, in good condition, and will be monitored.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information received notes that the lead was explanted and replaced. The patient was stable during and post procedure.